Event description:
In late 2008, the patient reported that two days prior, she changed her infusion set and insulin cartridge and primed but no insulin dripped from the end of the infusion tubing. She stated that she performed a few primes but still no insulin dripped from the infusion tubing. She then noticed insulin had pooled in the insulin cartridge of the infusion device. She removed the insulin cartridge and insulin was leaking from the bottom. She dried the cartridge compartment and inserted a new insulin cartridge. She stated that a few hours later, her blood glucose elevated to 24-26 mmol/l (432-468 mg/dl) and she injected insulin via syringe. Her normal blood glucose level is 7 mmol/l (126 mg/dl). Upon follow up five days after the original date, the patient stated that the infusion device was functioning properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.